Event description:
It was reported that the patient presented for a device change-out procedure. Prior to the procedure, the atrial lead exhibited over-sensing, potentially due to lead insulation breach but not confirmed. The atrial lead was capped and replaced on 12 aug 2024. The patient experienced no consequences.